Event description:
It was reported that two arteriotomy closures of the calcified left common femoral artery was attempted with eight proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with five proglide devices. Two proglide devices were successfully pre-placed; however, the physician forgot to re-insert the guidewire before removing the second proglide from the anatomy, which resulted in loss of access. These two proglide sutures were successfully used to achieve hemostasis and a second 6f access site was made in the left common femoral artery. Reportedly, a cuff miss [suture-retrieval issue] occurred with three proglide devices. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 14f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 8 additional proglide devices referenced in b5 are filed under separate medwatch report numbers.